Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. In this case, the valve may have been undersized for the native anatomy with limited annular calcium available to anchor the deployed valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 25 minutes post implantation of a 29mm sapien xt valve, the patient became asystolic and CPR was given until the temporary pacemaker could be turned on. Tee revealed ventricular migration of the valve into the lvot. A subsequent tee revealed complete embolization into the ventricle. As reported, the sapien xt valve was deployed perfectly in a 50:50 position using a slow, two-step inflation with no residual pvl and no central ai. The sapien xt leaflets were coapting well and the gradient was improved to ~5 mmhg. The procedure went very well and the team was very happy with the result. The team left the or; the patient remained intubated due to severe pulmonary fibrosis, and was prepared for transfer to the ICU. Approximately 25 minutes post tavr, the patient had an episode of asystole and CPR was given for approximately 40 seconds until anesthesia could get the pacemaker turned on. The surgical team discussed options for the patient; however, it was noted that the patient might not survive surgery due to pulmonary fibrosis. The patient remained stable but pa pressures were "creeping up." After discussion with the family, it was decided to leave the embolized valve in the ventricle and transfer the patient to the ICU for palliative and comfort care measures only. At last report, the patient was "up, out of bed and sitting in the chair". It could not be determined if the valve migration caused the asystole or if the CPR for asystole caused valve migration. Per report, there were conflicting opinions about whether or not the valve was undersized for the native anatomy, per the IFU sizing recommendations. The native annulus diameter measured 684 mm2 using 3mensio software. Several other annular area measurements were given as 629 mm2 and 651 mm2. Tee on the day of surgery demonstrated a 27mm annulus. The ejection fraction was 25%, the sinotubular junction diameter measured at 36.5mm and the sinus valsalva (sov) diameter measured at 41.2mm. The native leaflet calcification was ¿moderate¿ with no native annular calcification.